Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr clplse90 electrode w hand cntrls: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and tissue debris around the active tip and in the suction port. Fluid visible in the suction tube. The heat-shrink shows evidence of impact damage. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted; all the functions pass the test. Manufacturer summary: from our investigation no defect could be found with the device. This complaint cannot be confirmed. Testing at olympus shows the returned device successfully passed flow testing, electrical testing, functional testing and activation performance remained consistent and we were unable to find any issues. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. A DHR review has been performed for the complaint device lot numbers u2101141; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the vapr clplse90 electrode w hand cntrls device did not work properly. According to the report, the ablation function did not work and no cuts could be made. It was reported that only coagulation function was working. During in-house engineering evaluation, it was determined that the suction tube on the device showed saline residues. The procedure was completed with a delay of 30 minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.